Event description:
User received low sodium results for an unk number of pt samples beginning last week. Customer states they do not have any documentation for any of the samples from last week. Customer indicated they had several low sodiums reported last week that were not repeated, so she cannot determine if they were accurate. The user was able to provide five examples. Sample 1 initial results was 127 mmol/l, repeat result was 138 mmol/l. Sample 2 initial results was 130 mmol/l, repeat result was 138 mmol/l. Sample 3 initial result was 126 mmol/l, repeat result was 138 mmol/l. Sample 4 initial result was 130 mmol/l, repeat result was 141 mmol/l. In 2008, sample 5 initial result was 125 mmol/l, repeat result was 131 mmol/l. User states the aberrant results were not reported. She corrected the results before they were reported. The field service representative determined the cause to be a dirty mixing tower and air vent tubing at valve v63. He replaced the mix tower, adjusted the tubing at v63 and adjusted the air dry mixture settings slightly. Performance test were performed.